Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient referred to by multiple ID references; sid(B)(4), sid batts-recollect and batts recollect dil.

Event description:
The customer generated discrepant magnesium results for two patients. The reference range that the customer uses is 1.6-2.6 mg/dl. The following information was provided: sid(B)(4). Initial result >9.5 mg/dl (result was flagged) .repeated with sid batts-recollect and batts recollect dil, 6.7 mg/dl, repeated again result 4.83 mg/dl. Repeated on another analyzer 1.5 mg/dl. Sid unknown initial result 8.3 mg/dl, repeated 2.95 and 1.93 mg/dl. Repeated on another analyzer 1.99 mg/dl no impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g03001. D8 was this device serviced by a third party? No. The field service representative (fsr) performed troubleshooting and replaced the nozzle, c4, #1, #4, #5-part number 7-205228-02 which resolved the issue. A review of service history on or around the date this complaint was initiated for the architect c4000 serial number (B)(6) revealed no additional additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the ozzle, c4, #1, #4, #5-part number 7-205228-02 did not identify any trends. Review of tracking and trending for the architect c4000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ozzle, c4, #1, #4, #5-part number 7-205228-02 or the architect c4000 serial number (B)(6) was identified.

Event description:
The customer generated discrepant magnesium results for two patients. The reference range that the customer uses is 1.6-2.6 mg/dl. The following information was provided: sid (B)(6) initial result >9.5 mg/dl (result was flagged). Repeated with sid batts recollect and batts recollect dil, 6.7 mg/dl, repeated again result 4.83 mg/dl. Repeated on another analyzer 1.5 mg/dl. Sid unknown initial result 8.3 mg/dl, repeated 2.95 and 1.93 mg/dl. Repeated on another analyzer 1.99 mg/dl no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.